Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d8, d9, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported e222 camera head communication failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e224 communication failure and receiver component (rx) fiber is fractured. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the most probable cause of this complaint is component failure and fiber break in the receiver (rx) component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video processor device had e222 error, communication malfunction. The issue occurred during reprocessing. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.